Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion for lumbar spondylolisthesis. It was reported that the patient developed recurrence of low back pain at an unknown time post-op. CT scans taken on an unknown date post-op showed slight shadow of vertebral endplate at cage implanted level. The surgeon commented that infection was suspected but no bleeding and no pus on the wound were confirmed. In addition, c-reactive protein and fever are up gradually. Bone union has not occurred. No revision surgery is planned at this time. No additional information is available.

Manufacturer narrative:
The lot of the suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h12e0454 and # h12e3278. (B)(6). (B)(4). Manufacture date for lot h12e0454 is 14 may 2012; manufacture date for lot h12e3278 is 30 may 2012. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.